Manufacturer narrative:
D4: UDI - there is no applicable UDI no. For this product. This is a bulk product. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheets of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.- h3 other text : device not retruned to manufacturer

Event description:
The user facility reported less flow in the capiox device. Follow up communication with the user facility confirmed the following information: there was a drop in blood flow about 8 minutes into the cardiopulmonary bypass; the drop was from 4 l / min to about 1 l / min. Additional information was reported. The oxygenator was changed out. A sorin centrifugal pump was used as arterial pump. The procedure was delayed approximately two minutes. Blood loss was reported to be 150ml. The patient was still in surgery when this event was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information . Photo and actual sample evaluation results. The actual sample and a photo were returned to the manufacturer for evaluation. A review of the provided photo of the actual sample did not reveal any visible clot inside the oxygenator module. Visual inspection upon receipt revealed no anomalies or defects. The actual sample was rinsed and dried. Another visual inspection revealed no anomalies or defects. The actual sample was built into a circuit with tubes, where bovine blood was circulated at each flow rate to determine the pressure drop. The obtained values were confirmed to meet manufacturer specifications. No anomaly was noted. After bovine blood was kept circulating in the circuit for six hours. No anomaly was noted. The blood was rinsed out of the actual sample by saline solution and the oxygenator module was subjected to visual inspection. No presence of blood clot forming was confirmed. The actual sample, after having been rinsed and dried, was verified to be the normal product with no inherent anomaly which could relate to this complaint. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined, based on the information that the reported event occurred 8 minutes after the initiation of the bypass and no anomaly was noted at the initiation of the bypass, the actual sample may have been plugged due to the formation of thrombus inside the oxygenator module. As a cause of the formation of thrombus, the patient's anti-heparin may have contributed to the complaint. From the available information, however, the cause of the clot formation cannot be determined. The IFU of this product does have the instruction in regard to possible thrombus formation as follows: "do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system."

Event description:
The following additional information was reported: the involved patient may be anti-heparin.